Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that for about the last 10 days they hadn't been able to recharge the implanted neurostimulator. Pt reported that no device found kept appearing when trying to recharge the ins. Pt said that they had tried resetting the controller, charging the controller, and recharging the ins in various positions, however no device found kept appearing. Agent had the pt reset the controller during the call. Agent had the pt check the equipment for damage; pt said that sometimes the controller port would pull out of the controller when they were unplugging the recharger from the controller, so they had to be really careful when they were unplugging the recharger from the controller. Pt said that the controller had done that since they've had the controller. Pt said that they had the recharger replaced once before. Agent had the pt initiate an ins recharging session; pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers as 100, 100, 100, on the trying to recharge screen. Pt then said that two or three times, the recharger paddle got hot when they were recharging the ins. Pt said that they reset the controller and then the recharger didn't get hot after that. The issue was not resolved. A replacement controller and recharger telemetry module (rtm) were sent out.